Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had an elevated lactate dehydrogenase (ldh) value and high power was observed. A pump thrombus was suspected. The ventricular assist device (vad) was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported that the patient called the site on (B)(6) 2017 with slightly elevated flow and watts (but still within normal range). The patient's normal flows were 3.7-5.2 and flows had increased to 5.8-6.5. Watts were normally 3.7-4.2 and increased to 4.4-4.5. No high watt alarms were logged. The patient began to have bloody urine on (B)(6) 2017 in the evening and was instructed to come to the emergency department (ed). It was noted that the patient only has one kidney. When the patient arrived in the ed, it was noted that flow and watts were higher than usual but again, no high watt alarm was triggered and values were within normal range. While connected to the monitor, flow was 8.9 and watts 5.5. Values continued to rise steadily over a couple of hours. Flow increased to 10 and watts as high as 12. There was an audible rattle with a stethoscope and the patient could feel grinding. The pump was exchanged due to thrombus. No further patient complications have been reported as a result of this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The pump hw26434 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; however, no alarms have been logged for the past fourteen (14) days leading up to (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of historical data of similar high power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.